Event description:
Procedure type: laparoscopy. According to the reporter: while preparing for surgery, the plastic tip on the distal part of the instrument fell off the device. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.